Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during catheter insertion via the jugular vein and connected to a pulse generator at the bedside setting. It couldn¿t deliver electrical stimuli to the heart muscle as no pace/capture electrocardiogram was detected. The catheter position then confirmed with echo and pulse generator¿s battery was changed to new one. But, it still could not work. Finally, the new catheter was used instead and system was able to work normally. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
We received one bipolar pacing catheter with an edwards contamination shield and the monoject limited volume syringe. The reported event of ¿it could not deliver electrical stimuli¿ was not confirmed. The balloon inflated clear and concentric and did not leak. Continuity testing was performed and confirmed both the distal and proximal electrodes were continuous and there were no open, shorts or intermittent conditions. There was no visible damage observed to the catheter body. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. These catheters are typically inserted in patients who are either bradycardic or are undergoing a diagnostic procedure and need to be temporarily paced. They can also be placed emergently when a patient is experiencing hemodynamic instability. Therefore, a delay in pacing may causing prolonged periods of bradycardia or hypotension, which has the potential to be associated with poor patient outcomes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.